Event description:
It was reported that the atrial lead showed an increasing trend in impedance and threshold. It was suspected that the lead had a subclavian crush from when the patient was involved in an auto accident earlier in the year. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.